Event description:
It was reported that a homechoice cassette leaked from an unspecified location. The leak was further described as ¿fluid on floor¿. This was observed during use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). H11: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was received which clarified that the leaking product was the pd solution bag. There was no allegation against the homechoice cassette in this event as previously reported. Should additional relevant information become available, a supplemental report will be submitted.